Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that broken click leg(s) in needle hub which occurred on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.